Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During visual inspection, the delivery wire was found kinked/bent at the main junction area and the main coil was broken/fractured at the main coil junction area. During functional testing, the main coil was physically detached from the delivery wire. Additional information provided by the customer confirmed that the device was prepared as per device direction for use (dfu) and was in a good condition prior to the procedure. Based on the available information and device analysis, it is probable that procedural factors encountered during the procedure contributed to the reported ¿nv ¿ coil in catheter friction¿ and to the analyzed ¿nv ¿ coil delivery wire kinked/bent¿ and ¿nv - main coil broken/fractured¿. Therefore, as assignable cause of procedural factor was assigned to this investigation.

Event description:
Analysis of the returned device found that the subject coil was broken/fractured. There were no clinical consequences to the patient reported.